Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The customer¿s report of a damaged tubing component was confirmed.visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage.analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported spin collar breakage when mating the male luer of an IV tubing to a non-carefusion needleless connector. There is no report of leakage or patient harm.